Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause cannot be determined. An image was provided of what appears to be an azur coil with a stretched or elongated segment, which is consistent with what was reportedly seen under fluoroscopy. The image is consistent with the complaint, but does not provide insight into the root cause of the complaint. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during advancement of the 12th embolization coil, the implant coil unexpectedly detached in the microcatheter. The pusher was removed and an attempt was made to flush the detached coil into the aneurysm; however, it was not successful. The microcatheter was removed from the patient and the detached coil was flushed out. There was no reported patient injury.